Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had foreign matter. The following information was provided by the initial reporter: material #309657. Batch # 5083610. Verbatim: discoloration in the package near the tip and particles found in packaging of 309657. Staff discovered while using a few of the 3ml syringes for patient care a foreign substance/object in the 3ml syringe.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. A total of one thousand eighty-seven samples and three photos of 3ml luer-lok syringes (part number 309657), batch 5083610, were received and evaluated. All samples arrived in sealed packages with complete product labeling. Of the samples inspected, eight hundred twenty-eight were free of defects and met product specifications. Ink stains on the barrel collar were observed in two hundred fifty-nine samples; forty-nine were deemed acceptable, as they did not impact form, fit, or function. However, two hundred ten samples exhibited ink stains considered non-conforming per product specifications. Supporting photos included one syringe with a non-conforming ink stain, providing visual documentation of the findings. Furthermore, a device history record review was completed for the provided lot number 5083610. The review showed no rejected inspections or quality issues during production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. This information will be captured in trend reports and monitored monthly. Our business team regularly reviews the collected data to identify emerging trends.